Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two scs leads from the same lot number. It was reported the patient's scs leads were explanted and replaced. Diagnostics testing showed multiple lead contacts with high impedance. Effective therapy was reportedly restored postoperative.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-00264. Analysis of the returned devices revealed the reported issue was caused by a malfunction of the patient's scs extensions. The patient received two extensions from the same lot number.